Event description:
Patient contacted dexcom to report intermittent antenna icon and/or out of range icon. The patient did not report any medical intervention or injuries.

Manufacturer narrative:
Product return received for transmitter and receiver. Product investigation concluded no defects found with transmitter and receiver. Data received does not confirm permanent out of range/antenna icon.